Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for high out of range shock lead impedance measurements of greater than 125 ohms. Technical services (ts) recommended raising the out of range alert to 150 ohms. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for high out of range shock lead impedance measurements of greater than 125 ohms. Technical services (ts) recommended raising the out of range alert to 150 ohms. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis could not be performed due to this device remaining in service. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. If additional pertinent information is provided in the future, a supplemental report will be issued.